Event description:
It was reported that intermittent occlusion alarms occurred. The occlusion issue caused the customer's blood glucose level to exceed 500 mg/dl, with the continuous glucose monitor displaying "high." To address the high blood glucose level, the customer administered a correction bolus using the pump. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed cartridge and infusion set to address the issue.